Manufacturer narrative:
Correction: h7 - 'recall' button was selected in error; h9 - the correction/removal reporting number was placed in error.

Manufacturer narrative:
Further information was requested but not received. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. There is no known patient consequences.